Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 patient was missing from the station. A technical support specialist (tss) verified on the station and the server and noticed that nothing was showing a communication error. For es version 1.4 and below, the tss logged in to the es server web application and checked the notices tab for any errors. For es version 1.5 and above, the tss went to the health site viewer web page to view notices related to communication issues, where the screenshot showed an example of communication issues that might have caused the patient not to show. On the medstation es, the upper portion of the screen contained notification icons related to communication issues. If the station or server was showing a communication notice, the tss followed knowledge article (ka) ¿how to - initial troubleshooting questions for station not communicating/all drawers failed¿ to resolve the communication issues. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was missing from the station but still appeared as admitted in the server. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.